Event description:
It was reported that, "the surgeon placed the implant invitro with the customer inserter and advanced the implant halfway into the body. He was applying force to direct the implant away from an osteophyte and the tail of the implant broke off. The surgeon advanced the implant into it's final resting place with the tamp."

Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: the product associated with the incident remains implanted and no product inspection was possible to evaluate the failure mode. The event is confirmed via a photo of the broken pieces of the spacer which were all safely removed from patient. Complaint history analysis: 6 previous records for similar issue. The investigations into past complaints concluded that the failures were the result of cantilever forces being applied to the inserter during insertion which subsequently led to the breakage of the implant. Risk assessment: there were no reports of any adverse consequences to the patient and the surgery was successfully completed. Conclusion: a thorough investigation could not be performed as the implicated device was not available for evaluation and the corresponding lot information was not supplied. However, the breakage is believed to be the result of cantilever forces being applied to the implant inserter during angled insertion. The event description appears to support this hypothesis. Should the device be explanted in the future and additional information becomes available, this will be reported as supplemental.